Event description:
It was reported that during the procedure to permanently implant the spinal cord stimulation (scs) system the patient experienced an acute hypoxic respiratory failure which was severe. The patient was provided supplemental oxygen, and a chest x-ray was performed to rule out pulmonary embolism. The event has a possible relationship to the procedure and not related to the device or stimulation.

Event description:
It was reported that during the procedure to permanently implant the spinal cord stimulation (scs) system the patient experienced an acute hypoxic respiratory failure which was severe. The patient was provided supplemental oxygen, and a chest x-ray was performed to rule out pulmonary embolism. The event has a possible relationship to the procedure and not related to the device or stimulation. Additional information was received indicating the adverse event initially reported as possibly related to the procedure was not related to the procedure and the event has since recovered.